Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for analysis. The stent dislodgement was able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. The difficulty removing the sds could not be replicated in a testing environment due to the condition of the returned device. Based on a visual and dimensional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion in the proximal left anterior descending artery with mild calcification and 80% stenosis. A 2.5x18 mm xience v rx stent delivery system (sds) was advanced toward the target lesion and failed to cross due to the patient anatomy. During withdrawal, the device became stuck in the y connector and the stent became dislodged from the balloon. The dislodged stent was inside the y connector and was removed as the y connector was withdrawn from the patient anatomy. Another unspecified stent was used to complete the procedure. There was no adverse patient effect. There was no clinically significant delay in the procedure. No additional information was provided.